Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 450 cc gel filled implants that the right side ruptured after implantation. The issue was confirmed by ultra sound. As a result, the patient underwent removal and replacement with another mentor gel implant on (B)(6) 2018.